Manufacturer narrative:
The customer's reported complaint of the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, likely due to a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date, thus confirming the reported complaint. The autopulse vision software was used to clear the system error on the autopulse platform. After clearing the system error, the autopulse platform passed the functional testing without any fault or error. The defective processor board (pca) was replaced to remedy the ua132 error, as the processor board may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr (B)(4) reported on (B)(6) 2018, the processor board was replaced to remedy the complaint of the "system error, out of service, revert to manual CPR" error message.

Event description:
During the shift check, the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.